Manufacturer narrative:
(B)(4). This report is filed september 13, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and discomfort at the implant magnet site. It was reported that the patient was treated with topical antibiotics (date and duration not reported).

Manufacturer narrative:
(B)(4). The correct brand name is, sp magnet 3; not flange fixture and abutment as previously reported. The correct common device name is, cochlear baha attract system; not lxb as previously reported. The correct model # is, 95773; not bi300 as previously reported. The correct catalog # is, 95773; not 92129 as previously reported. The correct lot # is, 104351; not 174781 as previously reported. The correct PMA/510(k) is, k131240; not k100360 as previously reported. Implanted device remains.